Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead perforated the myocardium and had penetrated into the pericardium. Fluid was detected in the pericardium, but there was no evidence of a tamponade. A pericardiocentesis was performed and the system was explanted to resolve the event. The patient was stable following the procedure with no adverse consequences.